Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Onsite functional and visual examination was performed by a manufacturer representative. The hand switch, inner covers, xstage cover, and ups battery were replaced the issue was resolved. The system passed a system checkout and was returned to an operational condition. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that during planned maintenance (pm) some parts on the system were noted to be worn out from regular use.